Manufacturer narrative:
B5: submitting this correction regulatory report to capture the sentence in b5 that was previously omitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient stated catheterization was not their 'standard of care' prior to the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence it was reported that the patient received an implant for fecal incontinence; however, about a year ago, she started to self-catheterize three times a day due to getting utis. Patient said that the uro gynecologist said that patient can't empty the bladder because there is so much left in there. When asked, no changes to medications or other medical conditions. Patient asked if there are certain programs that are more geared for the bowel or for the urinary. Reviewed therapy information, including indications. Reviewed general programming guidance. Patient will maintain stimulation level and will continue to track symptoms. The patient also said that when they started to self-cath, they noticed that they started to experience improvement in their bowel issues. Patient said she used to be so constipated and took a lot of medications because of this, but then the patient would then have fecal incontinence. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they switched doctors and their new doctor was not familiar with the patient's device. The patient stated it was unknown if they experienced retention prior to the device and they were not sure if their urinary retention was caused by the device or therapy. The patient stated it was unknown if the device/therapy caused or contributed to their bladder infections, and they stated they did not have bladder infections prior to implant. The patient repeated that they had been self-catheterizing since (B)(6) 2024. The patient then reiterated that they had no idea if the device contributed to their problems.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.